Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion and one linear opening on the radius. A leak test and microscopic analysis were performed which identified one smooth crease opening on the radius. The fill test inspection was performed and the result was found to be no blockage. Based on the device analysis the final assessment is: one crease smooth opening on radius due to fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.